Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: water tightness was lost due to wear of the scope connector cover packing, the air/water cylinder had no color, the suction cylinder had no color, the forceps channel port was shaved, the light guide lens had a crack, the connecting tube and the video cable had wrinkles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, the following reportable malfunction white foreign material was found in the air/water cylinder and tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope connector cover packing. The event can be detected and prevented in accordance with the following instructions for use instructions for use states that detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.